Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 10/20/2025. An investigation was conducted on 10/21/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the inttact adaptor. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce steam or heat during 5-second activations and shut off when the toggle was released. No additonal testing was conducted due to the harvesting device not powering on. Based upon the received condition of the device, as well as the evaluation results and the evaluation results, while there was no failure mode reported, the analyzed failure "failure to deliver energy" was observed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Event description:
The hospital reported that during a standard endoscopic saphenous vein harvesting procedure, they encountered a problem with the hemopro ii adaptor. They used the same device to complete the procedure. There was a delay in the procedure since they did not have a second device. They were forced to perform a surgical conversion of the vein graft harvest. This led to a surgical conversion, thus a prolonged harvest time and a considerably larger surgical incision.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.